Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and is not accessible for return to the manufacturer for evaluation. The alleged product issue could not be confirmed.

Event description:
It was reported that a web implant device did not detach with a detachment controller on the first attempt although a green light appeared. On the second attempt, a red light appeared, and the implant was not detached. Another attempt was made after wiping the pusher and changing its insertion angle, but a red light appeared, and the implant was not detached. The detachment controller was replaced with another controller to continue the procedure, but the implant was not detached, either. The implant was detached by mechanical detachment, and the procedure was successfully completed. There was no injury or intervention. The patient condition is reported to be "no health damage."